Manufacturer narrative:
Reference: voluntary medwatch report # mw5156129.

Event description:
Voluntary medwatch received states that the patient presented with an unspecified infection that required revision of the right atrial lead and treatment with intravenous antibiotics. No further information was available.